Event description:
The customer contacted stryker to report that their device had a "prolonged charging time" for defibrillation. The device appears to deliver a shock but states "energy fault". As a result defibrillation therapy may be delayed if needed by a patient. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the customer's device and verified the reported issue. Stryker replaced the battery pins in the device. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Stryker determined that the battery pins were worn.

Event description:
The customer contacted stryker to report that their device had a "prolonged charging time" for defibrillation. The device appears to deliver a shock but states "energy fault". As a result defibrillation therapy may be delayed if needed by a patient. There was no patient use associated with the reported event.

Manufacturer narrative:
A third party service agent performed an initial evaluation of the customer¿s device, however the evaluation is still in progress. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.